Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication was not dropping. A technical support specialist verified that med ID (B)(6) was correctly configured on the es server and reassigned the case to the interface team for further investigation. An integration support engineer identified and cleared an outstanding restock order for the medication, after which the replenishment successfully ordered and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication had not dropped for pyxis replenishment. The minimum had been set at 5, and the critical low had occurred at 2:13 pm. Pyxis replenishment had been scheduled to drop at 6 pm, but the medication had not been replenished. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.